Event description:
It was reported that during a sub-total gastrectomy procedure, the staples were malformed. The staple legs were not b-shape after firing. No patient consequence. It was not reported how the case was completed.